Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy of left upper lobe of lung. According to the rptr: the lobectomy procedure on (B)(6) 2014 was performed using egia45axt staples at the bronchial tube. The case was completed w/o problem. After an uneventful recovery, the pt was discharged from hospital on approx (B)(6)2014. On (B)(6)2014, (31 days after the procedure), the pt coughed up blood at home. Following transfer from home to hospital, the pt died. It was reported that a fistula occurred at the bronchial stump and that the arteria pulmonalis communicated with the bronchial tube, causing hemoptysis. The cause of the hemoptysis was reported as unk. No other info regarding the post-operative condition of the arterial pulmonalis is available. It was not known whether reinforcement material was used. It was reported that the pt did not seem to express any complaint regarding complications. The hospital where the pt was taken on (B)(6) 2014 was not the hospital where the procedure was performed. It was reported that by autopsy, that a bougie of about 4mm could be inserted through the opening in the bronchial stump. The date of death has been reported as (B)(6) 2014. Further info regarding autopsy, including the name of institution who evaluated and others, could not be obtained.